Manufacturer narrative:
The patient reported no falls after implanting the nalu system, however the patient did report having been on a "small hike" and stated that loss of therapy and increased pain began on that hike when the patient "stepped down hard". The exact event leading to the lead fracture is unclear as it is based on only the patient's description, however it does appear that the fracture and loss of therapy corresponds to the patient's physical activity and took place within a month of implanting the system.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. On(B)(6) 2025, approximately one month after implanting the system the patient reached out to a nalu representative to express dissatisfaction with the level of pain relief and requested reprogramming. The nalu system was tested and the lateral lead was found to have open circuit readings on all 4 of the contacts. The system was programmed to use just the medial lead, which was functioning well. The patient initially reported good therapy to the affected pain area using the just the medial lead. On (B)(6) 2025 the patient was seen again for reprogramming and imaging was done at that appointment. The images suggested that the lateral lead was fractured. The patient continued to use just the medial lead as the majority of pain symptoms were on the medial aspect of the knee, however the patient began to report increased dissatisfaction with the level of therapy. On (B)(6) 2025 a surgical revision was performed to remove the fractured lead and place a new lead to improve therapy and pain relief for the patient.